Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the main printed circuit board (pcb) and other components were contaminated and the battery drawer was noted to be sticking during initial inspection. It was also noted that the upper case, keypad flex, display flex, display frame, four knobs, four encoder nuts, six main pcb screws, insulator label and encoder assembly were contaminated. The epg displayed an error code. The hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer's assess ment. There was no patient involvement.